Event description:
It was reported that during a da vinci si hysterectomy procedure, system error code 31059 occurred. The system was restarted, however, error code 31030 appeared upon restart. With the assistance of an isi technical support engineer via telephone, the surgical staff attempted to resolve the issue by pressing the emergency power off button and reseating the fiber cable multiple times, however, the issue could not be resolved. The surgeon made the decision to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that system error codes 31059 and 31030 were associated with a remote arm controller (rac). The rac consists of five printed circuit assembly boards which operate together to provide control of the system arms. The system was repaired by replacing the affected rac. The system alarms (system generated fault codes) functioned as designed and there was no injury to the patient. System error code 31059 is generated when the da vinci safety system determines that a component experienced a communication failure in the middle of sending a message. System error code 31030 appears when the da vinci safety system determines that a subcomponent of the system did not successfully complete its startup process. Upon determining these conditions, the system records the faults and transitions to a safe state. The rac was returned for evaluation. Engineering found evidence of contamination due to fluid intrusion, thus generating the system error codes experienced by the customer. As of (B)(4) 2012, there have been no reported recurrences of the issue at this hospital.